Event description:
It was reported that the pt expired due to unk reasons. The date of death and implant duration are unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.